Manufacturer narrative:
Correction: this device is no longer reportable.

Event description:
Additional information indicates the ipg was still providing therapy prior to replacement.

Event description:
Related manufacturer reference number: 1627487-2021-19102, 1627487-2021-19103. It was reported the patient¿s ipg was inoperable. During the procedure it was noticed one of the leads had migrated. Surgical intervention took place wherein the ipg was replaced, and the lead was explanted to resolve the issue. It is unknown which lead migrated, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated.